Manufacturer narrative:
H10 the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer of possible power management board failure. The power management boards are currently being replaced under a recall with the 4th generation board. The rse dispatched a field service engineer for service and repair. The field service engineer (fse) replaced the pm pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported by customer biomed, the v60 unit powered off while in clinical use. Patient moved to alternate unit without incident. No reports of harm. Investigation is ongoing.